Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: a device history record review was performed for provided lot number 1807134 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringe and one sample presented a hair. None of the physical samples showed signs of cracks in the barrels. It has been determined that the plastic particles observed within the syringe are composed of lubricant from the syringe barrel. The hair was most likely lost due to an error in good manufacturing practices by the operators within the packaging process. The discardit syringe material has been selected to resist normal conditions of use, it is possible that the syringe may become cracked due to strong conditions during handling or transportation.

Event description:
It was reported that bd discardit¿ ii 20 ml syringe had foreign matter on 5 occasions before use. The following information was provided by the initial reporter: noted 20 ml syringes (total of 5) with above lot no. To be broken, some with barrel crushed, some syringes with particles and even one with hair coiled around the barrel of the piston.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd discardit ii 20 ml syringe had foreign matter on 5 occasions before use. The following information was provided by the initial reporter: noted 20 ml syringes (total of 5) with above lot no. To be broken, some with barrel crushed, some syringes with particles and even one with hair coiled around the barrel of the piston.